Event description:
The ekosonic device was successfully used to treat an occluded peripheral arterial stent. After the iddc was removed from the pt, the used noticed the distal marker band was not present. Fluoroscopy confirmed the marker band was caught on the stent that had been treated. The physician had planned to deploy a covered stent within the treated stent. Deployment of the covered stent covered and captured the retained marker band. There was no adverse event reported.

Manufacturer narrative:
Investigation summary: inspection of the returned device confirmed damage to the distal tip and the absence of the distal marker band. The distal tip of the catheter had damage consistent with becoming lodged on an inadequately hydrated hydrophilic guide wire. Subsequent attempts at removal resulted in stretching of the distal tip and displacement of the marker band.